Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a trial patient. It was reported the patient's leg and right foot was swollen. The patient came in for a follow up and wanted the device removed as they had no bladder relief, and the device was removed.